Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complains of a slow hr (heart rate), and it is noted that the patient is on medication for af (atrial fibrillation). A transmission was sent and it showed that there was intermittent undersensing of the patient's implantable loop recorder (irl). The patient will be brought in to have the sensitivity increased. The irl remains in use. No patient complications have been reported as a result of this event.